Manufacturer narrative:
Patient information was unavailable from the site. The reported event occurred on (B)(4) 2014 but was not reported to a medtronic representative until (B)(4) 2014. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the surgeon alleged the navigation system was inaccurate. No specific amount of inaccuracy was reported. The surgeon re-registered the patient and completed the procedure with the use of the navigation system. There was no known impact on patient outcome.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated. Additionally, the stealth archive was not available as patient data was erased.